Event description:
It was reported the pt underwent an ipg revision procedure on (B)(6) 2014 (no sjm personnel were present at the procedure) due to pain at the ipg site. Postoperatively the pt continued to experience pain at the ipg site and the physician confirmed an infection was present at the incision site. The pt informed her physician she had a preexisting infection of (B)(6). The pt's ipg was explanted and cultures revealed (B)(6).

Manufacturer narrative:
Method : the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.